Event description:
It was reported that the hls cable (pressure cable) was broken. The instant of time is unknown. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the connection cable for disposables was broken. The failure occurred during priming.the repair of this unit is currently on hold as the device is under ship hold. We are in contact with the getinge depot centre. Once the ship hold is resolved, the device will be repaired and the connection cable for disposables will be replaced, if necessary.the log files of the reported cardiohelp device were reviewed and it could be confirmed, that the device was not used on the reported date of event. Therefore, no functional failures could be confirmed.no exact root cause could be identified to date. However, similar failures with a variety of causes were investigated in the past:another disposable connection cable with a similar failure was investigated by getinge life cycle engineering on (B)(6) 2021. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination.a service bulletin (issue 95 / 21-05-04) was published (B)(6) 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid.additionally, another disposable connection cable with a similar failure was investigated by getinge life cycle engineering (lce) on (B)(6) 2022.the nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which is originated from external force.according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming.further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Further, in the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage.the review of the non-conformities has been performed on (B)(6) 2022- for the period of (B)(6) 2013 to (B)(6)2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2013.based on the results the reported failure "hls cable broken" could be confirmed.the customer will be informed about the results by the getinge sales and service unit.the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.if significant information becomes available we will re open the complaint and initiate necessary steps, if necessary. H3 other text : 4117

Event description:
Complaint ID: (B)(6).